Manufacturer narrative:
The returned device was evaluated and the device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. In addition, inspection of the device did not find any issues that would result in leaking during wear. The fluid path was inspected and a leak test was performed, and no signs of leakage were observed. The formed needle and bottom housing were inspected, and no abnormalities were found that would contribute to the reported pain during insertion. The cause of the reported pain during insertion could not be determined. No other damages or defects were found that would result in a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported while a patient was wearing a pod between 4 and 24 hours their blood glucose level had rose to 290 mg/dl. When removed from the infusion site (arm), the pod's cannula was found bent. In addition the patient experienced some pain and the pod was leaking during wear. As treatment, the patient administered 2 units of insulin via syringe and a new pod was applied. The patient's blood glucose and insulin history are as follows: (B)(6).